Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is reusing insulin in new cartridges. Tandem technical support educated customer on this off labeling. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose ranged from 300 mg/dl.